Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/08/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
Additional information was received on december 25, 2017. The event occurred on a male patient. The adverse event possibly occurred during the ablation phase. The patient¿s condition has improved. It is unknown if hospitalization was required. The physician¿s opinion on the case of the adverse event is procedure related or patient condition related. A transseptal puncture was performed with an unknown brand needle. There are no factors cited that could have contributed to the event. The generator was in power control mode. There were no error messages observed on biosense webster equipment during the procedure. In addition, the lot number for the device (17712147l) was received. UDI, manufacture date and expiration date fields have been updated accordingly. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: pentaray nav high-density mapping eco catheter (model# d128211 lot# 17719888l). Soundstar® eco diagnostic ultrasound catheter (model# 10439236 serial (B)(4)). Full UDI # information unavailable since the lot number is unknown. (B)(4).

Event description:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. When the left atrial roof line was ablated, after pulmonary vein isolation, the patient¿s blood pressure dropped down. Then the physician diagnosed the cardiac tamponade and performed a pericardiocentesis, in which an unknown amount of fluid was removed. After the patient condition stabilized, box-isolation was performed and this procedure was concluded. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
It was reported that a patient underwent a persistent atrial fibrillation procedure with a thermocool smart touch sf bi-directional navigation catheter and suffered a cardiac tamponade which required pericardiocentesis. The returned device was visually inspected detail and it was found in normal conditions. Then, per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. (B)(4).